Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to lcd panel failure, due to poor contact of lcd panel, there was an image artifact, the front panel was worn out, scratch marks on the front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the 4k uhd lcd monitor was defective (green stripe was noted on the display) and the panel needed to be replaced. There was no harm or user injury reported due to the event.

Event description:
The reported event (green stripe / lcd image issue) was found during an internal checkup. No procedure or patient was affected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green stripe and the distorted image was caused by a bad contact of the lcd panel. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.